Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a pd transfer set separated from the main body of the twist clamp. This was described as the home patient (hp) ¿basically twisted the female connector from the main body¿. It was reported that the hp ¿pulled so hard, the tubing disconnected from the female connector". This was identified during peritoneal dialysis (pd) therapy. The transfer set was replaced, and the patient was given prophylactic antibiotics as a precautionary measure. There was no report of patient injury associated with this event. No additional information is available.